Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. The patient effect of occlusion is listed in the proglide instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The reported patient effect of occlusion is a known inherent risk of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is conservatively filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure on (B)(6) 2021 of the right common femoral artery using the pre-close technique via a 6fr sheath hole prior to an impella procedure. The sutures of two proglide devices were successfully placed. On (B)(6) 2021 the impella was removed and the sutures of the proglide devices achieved hemostasis. Reportedly, on (B)(6) 2021 the patient experienced problems with the right leg. An arteriovenous (av) fistula (unrelated to the proglide) was found in the right groin. On (B)(6) 2021 the patient returned for a scheduled appointment to treat the av fistula. An angiogram was performed which showed the artery was occluded with plaque /blood clot. An endarterectomy was performed to remove the occlusion and sutures of the proglide devices. No additional information was provided.